Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 02 (compression tracking error) message upon powering on was confirmed during the functional testing and based on the archive data review. The other reported complaint of user advisory (ua) 18 (max take-up revolutions exceeded) error message was confirmed during archive data review but not during functional testing. The cause of the reported issues was due to the defective drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in november 2013 and is more than 7 years old, well beyond the expected service life of 5 years. Visual inspection was performed and found no physical damage to the autopulse platform. The autopulse platform failed initial functional testing due to user advisory (ua) 02 displayed upon powering on. The archive data review showed an occurrence of user advisory (ua) 02 and (ua)18 on the reported complaint date, thus confirming the reported complaint. The defective drivetrain motor was replaced to remedy the complaint. Also, the archive showed the presence of fault code 08 (motor controller fault detected) and fault code 16 (timeout moving to take-up position), unrelated to the reported complaint. The load cell ground cable was reconnected to remedy the faults. Following the repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, after returning from a call, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 18 (max take-up revolution exceeded) error messages during the test with the manikin. The error messages were unable to be cleared. No patient involvement.